Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate and confirm the reported issue. The turbine differential transducer (pt 800) and exhalation pressure transducer (pt 801) failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that low ve and high rate occurred on the vela ventilator immediately after it was turned on. There was patient involvement and the patient was placed on a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.